Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant this lead had no capture after initial placement in the atrium. The physician attempted to reposition the lead, but the helix would not extend after multiple attempts. The lead was explanted, and a new lead implanted successfully. It was reported that there were no additional adverse patient effects.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to conclusively determine the root cause for the helix extension issues, as an x-ray was performed with no anomalies. It remains unknown what contributed to the helix extension issues during repositioning, however it is possible that it contributed to the observations of loss of capture.